Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple no delivery alarms. Blood glucose level at the time of the incident was not provided. Blood glucose level at the time of the call was 233 mg/dl. Customer reported having recent blood glucose levels up to 401 mg/dl and down to 68 mg/dl. During troubleshooting, the customer reported that the device made a buzzing noise. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
No unexpected no delivery alarm during testing. Unit received with all operating currents within spec and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Inserted a water test reservoir, programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the bolus history screen. No bolus anomaly or buzzing noise anomaly noted. Device had minor scratched lcd window, cracked case at display window corners and cracked reservoir tube lip.